Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: a review of the pump black box data revealed a power interruption at the time the overheating was reported at 06/23/2017. The black box verified that voltages were steady with no sudden drop prior to the power loss. During testing, the pump was exercised for 24 hours with the user¿s settings with no alarms, overheating, or power loss occurring. The pump electrical current draws were found to be within specifications. The pump was opened and no evidence of moisture or damage was observed internally. The battery was not returned with the pump. Unrelated to the complaint, investigation showed evidence of moisture in the battery compartment. A leak test showed a case crack leak between case seal and keypad cover. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.